Event description:
Patient was revised to address pain due to loosening of the cup. Update: (B)(6) 2011 - litigation papers allege on or about (B)(6) 2008, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: severs pain and discomfort in his right hip, groin, and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated. It is also alleged due to the constant pain, it was difficult for the patient to walk and maintain balance; therefore, patient had to use a cane/walker to ambulate. It is further alleged the patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood work.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.